Event description:
It was reported that insulin gauge displayed insulin amount different than expected, with pump showing 6 units while caller expected 220 units, and caller was currently experiencing fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Caller confirmed removing air from cartridge, using room temperature insulin, not reusing or overfilling cartridge, and was able to reload same cartridge with assistance from technical support; caller declined suggested test bolus and was advised to monitor and follow up if necessary.